Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) reported that for the past couple of weeks, the therapy did not seem to be working as well as it used to. Pt said they would have the implanted neurostimulator (ins) completely charged and over night, the battery would not go down and they would not feel like the therapy was working. Pt also said that their controller was in a different language. Pt stated they probably did that on accident when messing with the controller. Pt unlocked the controller and reported controller 100% and implant 90%. Pt reported group b, but not highlighted in green. Agent reviewed stimulation was off which is why implant did not deplete. Agent walked patient through changing the language back to english and turning stimulation back on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.